Event description:
This 50-year-old female underwent a bilateral augmentation mammoplasty about 10 years ago. The silicone gel implants' MFR is unknown to the reporting facility. The pt since developed severe marked capsular contractures so the implants were grossly visible, distorted, and rock-hard. The pt is also diagnosed with secondary lipodystrophy. Gross exam: right implant exudes a clear gelatinous tenacious fluid. The left implant is intact. Capsules: both show chronic inflammation with focal foreign body inflammatory reation.